Event description:
Pt developed fungal endocarditis post surgery from aortic valve allograft conducted in july 2001. Valve was replaced in 2002 with another aortic valve allograft from the same co and subsequently developed bacterial endocarditis based on positive blood cultures for enterococcus faecalis in aug 2002 continuing into oct 2002. Multiple valvular vegetations and severe aortic insufficiency were noted on transesophageal echocardiography with doppler color flow mapping conducted on oct. 2002 and again in jan 2003. In addition to endocarditis pt developed seizure activity and progressive hydrocephalus as a result of infection process. Pt underwent cerebral shunt placement in feb. 2003 to halt continued neurological deterioration. Unfortunatley, due to the severity of the situation pt is no longer a candidate for valve replacement; subsequently, the aortic valve remains in place. Pt continues to receive daily treatment of IV ampicillin and treatment every 48 hours with IV vancomycin since oct. 2002. Pt also continues with diflucan tabs 400 mg/daily. Unfortunately due to the severity of the stituation the pt is no longer a candidate for valve replace surgery. Subvsequently, the valve remains in place.